Manufacturer narrative:
(B)(4). The device remains implanted and, therefore, was not available for direct analysis by gore. The gore® excluder® aaa endoprosthesis instructions for use states ¿adverse events that may occur and / or require intervention include, but are not limited to improper endoprosthesis component placement and occlusion of device or native vessel.

Event description:
On (B)(6) 2020, a patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. During the procedure, the proximal end of the trunk-ipsilateral leg component was reportedly placed approximately 5-10mm below the lowest renal artery, as it was believed that there would be adequate space both proximally and distally for the device to land. However, it was reported the internal iliac artery (iia) was unintentionally covered by the ipsilateral limb of the device. The physician reportedly made an attempt to correct the unintentional iia coverage by using a balloon catheter to push the distal end of the ipsilateral limb up, but was unsuccessful. No further attempts were made to correct the covered vessel, and the procedure was concluded. The patient tolerated the procedure, and the physician will continue to monitor the patient.